Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced bloatedness, abdominal pain, abdominal discomfort, difficulty breathing during an unknown process step. The patient was connected to the homechoice device at the time of the event. It was reported that the patient was in the hospital for an unspecified indication at the time of the event. The patient manually drained and ended therapy. It was reported that the patient "felt so much better after two manual drains". There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.